Manufacturer narrative:
(B)(4), date sent: 8/29/2023. D4: batch # 912a79. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with an endopath xcel trocar 12 mm inserted in the device. The jaws and closing trigger were in the closed position and with one gst45g reload loaded in the device. The reload was received partially fired 1/2. After further evaluation, the device could not be opened. Also, the device was returned with the anvil knife slot damaged, the device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. Device history review a manufacturing record evaluation was performed for the finished device batch number 912a79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. A manufacturing record evaluation was performed for the finished ec45a, with lot/batch number x95p0e, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler jammed upon firing and unable to open and remove. Upon reaching out to surgeon, the associate consultant mentioned tissue was thick and radiated. The stapler was closed down with gst45g multiple times to create more compression, there are signs of difficulty during closure of the stapler. Upon firing, the fire the stapler 1/3 through the jaw and could not continue after. He tried multiple times and was unable to proceed the knife through the jaw. Eventually, he used a scalpel to cut through the tissue within the jaw and open a new stapler with gst45d reload to continue the surgery. No patient consequences reported. No further information is available.